Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2018 and revised in (B)(6) 2021 due to three holes in the pump tubing. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information originally implanted on b)(6) 2018, replacement in (B)(6) 2021. Reason: 3 holes in the tubing (pump). Balloon ok.